Event description:
It was reported that the patient had a right subthalamic nucleus placed stimulator and had recently had her kinetra device replaced with a single channel (sc) device. It was noted that the patient did not have a left side device. It was further reported that the patient had abnormally low impedance measurements with the new device in the 2 dorsal leads,and that electrodes 6 and 7 when uniporally paired with case were around 200 ohms. It was noted that the patient's impedances werenormal when she had the kinetra device last year. It was also noted that the patient was reprogrammed on the day of the report andused electrodes 4+ and 5- and the therapy impedance measurements for that setting were 827 ohms, 3.59 milliamps. The same leads were reportedly being used that were hooked up to the prior kinetra device. It was further noted that it was thought that stimulationwas not doing much for the patient's symptoms. The patient was reportedly programmed with 4+, 5-, and 7-. It was noted that in the month of july previous to the report, all impedance values were similar across all the leads. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v074423, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v074423, implanted: (B)(6) 2008, product type lead. (B)(4).